Manufacturer narrative:
Device evaluated by manufacturer: the stent was severely bunched up at the proximal side exposing a section of 6mm of the balloon with crimp marks clearly visible. The entire stent had moved distally by approximately 1mm. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.25 x 24mm promus element stent delivery system was selected to treat the lesion. During unpacking, the physician did not noticed any visible issues to the device. But when they prepared this complaint device, it was noted that the back ends of the stent was distorted. The procedure was completed with another of the same device. No complications were noted and patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 2.25 x 24mm promus element stent delivery system was selected to treat the lesion. During unpacking, the physician did not noticed any visible issues to the device. But when they prepared this complaint device, it was noted that the back ends of the stent was distorted. The procedure was completed with another of the same device. No complications were noted and patient's status is stable.